Event description:
It was reported that a bubble formed in the pump segment. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the IV tubing set had a bubble in the pumping segment was confirmed. The sets were inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small balloon at the top of the silicone pump segment tubing near the upper fitment. Functional testing resulted in no ballooning. Further visual inspection of the inner diameter of the silicone tubing observed the tubing to be concentric. The root cause for the source of the excessive pressure is unknown. Device history record could not be performed on model 2432-0007 because the lot # for the suspect set was not provided.

Event description:
It was reported that a bubble formed in the pump segment. Although requested, additional information was not provided.

Manufacturer narrative:
G.4 (02/21/2020).

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A primary tubing set was returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.